Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (rupture).

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. After the physician performed touch-up to the right common iliac artery with a balloon catheter, it was noticed blood pressure dropped and the right common iliac artery ruptured. The balloon was inflated within the right common iliac artery to cover the rupture. Blood pressure restored and the balloon was removed. Then a stent graft was implanted in the right iliac artery covering the rupture. An angiography showed no bleeding from the right common iliac artery and the patient tolerated the procedure. It was reported that the right common iliac artery was calcified and aneurysmal.